Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, the plate was removed on (B)(6) 2025 due to the wound not closing. The wound was open at the bridge of the plate, exposing the plate. The surgeon also performed a bone biopsy and wound vac. No other patient outcomes were reported as a result of this event. Additional information indicates the patient had small bones and thin skin making it difficult to close the wound. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. However, additional information indicates the patient's anatomy may have contributed to what the patient experienced. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, the plate was removed on (B)(6) 2025 due to the wound not closing. The wound was open at the bridge of the plate, exposing the plate. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.